Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Cracked reservoir tube lip and scratched display window noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 257 mg/dl. Customer treated with manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.